Event description:
During a therapeutic prostate procedure this capio successfully placed the first suture. Then the second suture could not be placed because the needle carrier had broken off. The carrier was removed from the patient and the procedure was completed successfully with no patient complications.